Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection the device had fractured at the strike plate. The handle shows impact marks near the strike plate location. The strike plate shows impact marks on both sides of the component. Xrf analysis confirmed both segments of the broach handle to be consistent with 17-4 stainless steel alloy. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g4, g7, h2, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while hammering the backplate in order to insert stem into the bone, the impact plate broke off of the broach handle. Nothing fell into patient. No adverse consequences reported.